Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 400 mg/dl and 350 mg/dl. The customer¿s blood glucose level was 325 mg/dl at the time of incident and current blood glucose level was 145 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with insulin pump and manual injection. Customer stated that the drive support cap was sticking out. Customer did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was not calling back to performed high pressure test. Customer troubleshoot was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Drive support cap was inspected and no anomaly was noted. Insulin pump received with cracked battery tube thread, broken belt clip slot and cracked reservoir tube lip noted.